Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015. With the following findings: a review of the pump black box revealed no unexplainable pump reboots. The returned battery cap threads were found to be stripped. The returned battery cap was unable to secure to the pump or maintain an electrical connection. The intermittent power was duplicated. A test batter cap was secured to the pump and was used to complete all testing. The returned battery cap contacts were within specifications. The battery compartment was found to be cracked on the side extending from the threads towards the case seal. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours using the test battery cap and no power interruptions occurred. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.